Event description:
Customer complaint of erratic blood results. Results performed blood tests this morning and results were 434 mg/dl and 167 mg/dl. Back to back blood tests at the time of the call were 163 mg/dl and 158 mg/dl. Customer normal glucose range is 167 (fasting). Reviewed the last 6 blood results in the meter memory: (B)(6) 8:25 am 167 mg/dl, (B)(6) 8:23 am 434 mg/dl, (B)(6) 8:18 am 211 mg/dl, (B)(6) 8:22 am 106 mg/dl, (B)(6) 8:57 am 203 mg/dl, (B)(6) 8:20 am 235 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (434) and the normal result (167) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation on returned meter resulted in no defect found. Most likely underlying root cause of malfunction: user's test strips had poor storage.